Manufacturer narrative:
After internal review on (B)(6) 2026, h6 medical device problem codes were updated.

Manufacturer narrative:
After internal review on (B)(6) 2026 it was determined that there was not a medication error that occurred, which makes this case not reportable.

Event description:
It was reported that the personal diabetes manager (pdm) screen was cracked. The patient experienced intermittent issues with pushing one numerical number on the touchscreen and it changing to a different number. For instance, the patient pressed 0.5 on the pdm it changed it to 0.8. She noticed issues specifically with the middle three numbers on the screen. Additionally, the patient reported intermittent where she can't push anything on the screen and she has to either restart it or just close the screen and then reopen everything up to like to be able to give a bolus.

Manufacturer narrative:
In the case description, the user mentioned that the personal diabetes manager (pdm) bolus calculator screen registered "0.8" when attempting to enter "0.5". The screen was also observed to be cracked. Upon unlocking the pdm, the starting screen of first time setup was generated, indicating that the device had been reset. Review of the android log files downloaded from the controller found that the only timestamps from before the date of investigation were on 18feb2026. Review of the .ibf file found that multiple boluses of 0.5 u were delivered on the date of occurrence (03feb2026). The pdm was found to pass all user interface testing, with no inputs registering incorrectly during touch screen testing. During the functionality testing of the pdm, no evidence of inputs being incorrectly registered was observed. The bolus calculator was opened and both "0.5" and "0.8" were able to be intentionally entered. No instances of "0.5" appearing when "0.8" was pressed occurred during testing. Though no issues were observed during testing, without log files from the date of occurrence, it cannot be determined if the user encountered issues with entering values into the bolus calculator at the time of the event. The exact cause of the reported touch screen issue could not be determined. Inspection of the returned pdm confirmed the screen to be cracked. The exact timing and cause of these cracks could not be determined. These cracks did not impact screen readability or touch functionality. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.